Manufacturer narrative:
K083641.

Event description:
It was reported that less than a week after placement, the wire of the tracheostomy tube became exposed. The patient was noted as being active, and the tracheostomy tube will occasionally twist because of this. The reporter suspected the wire exposure was due to the twisting. No injury was reported, the fault was noticed upon removal of the tracheostomy tube.

Manufacturer narrative:
Two 4.5mm flextend pediatric standard straight trach tube samples were received without their original packaging inside a ziploc bag. The samples were in used condition. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the part. During the visual inspection, it was observed that there were exposed wires in shaft of both samples. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility.